Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. He012x9) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fruit allergy, allergic reaction to antibiotics, nickel sensitivity and multiparous. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and allergy to metals ("essure with nickel allergy"). The patient was treated with surgery (lavh (interpreted as laparoscopically assisted vaginal hysterectomy) bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding and allergy to metals outcome was unknown. The reporter considered allergy to metals, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: on the right there were 4 coils on the right externally and on the left there were 2 coils on the left. Lot number: he012x9. UDI: (B)(4). Production date 2016-07-28. Expiration date 2019-07-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. He012x9) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fruit allergy, allergic reaction to antibiotics, nickel sensitivity, menorrhagia and multiparous. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and allergy to metals ("essure with nickel allergy"). The patient was treated with surgery (lavh (interpreted as laparoscopically assisted vaginal hysterectomy) bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding and allergy to metals outcome was unknown. The reporter considered allergy to metals, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: on the right there were 4 coils on the right externally and on the left there were 2 coils on the left. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.